Event description:
The customer reported the ventilator alarmed and went vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician reported the device would power on via ac power but would shut down when switched to battery power. The service technician reported the backup battery was depleted. Review of the device diagnostic log noted a 24/+12v/power fail occurrence, and verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. The service technician replaced the backup battery to address the findings. Applicable final testing was completed and passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing rd, operation of the ventilator from the battery power should be discontinued.